Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter described meter to healthcare professional meter blood glucose results as 257 and 207 mg/dl respectively. Reporter was not experiencing any symptoms.